Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision was performed due to a polyethylene abrasion with breakage of the glenoid component and extended glenoid defect caused by the polyethylene abrasion. The prostheses was replaced. No further information was provided.